Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, specifically a fill estimate issue. There was no adverse impact to the customer's blood glucose level. Technical support educated caller on the cause of the issue, explaining that it can occur due to a large variance in pressures used to calculate remaining insulin and that the fill estimate would adjust once the insulin matched the static display. Caller understood and acknowledged the explanation.